Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, extrusion and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient contacted their representative on december 05, 2025, and mentioned they believed they were experiencing an infection. The patient went to the emergency room (ER) and was placed on antibiotics. The patient was advised to reach out to their implanting physician to have their device evaluated. On (B)(6) 2025, the clinic noted they had no concerns about the patient's incision healing. The patient was evaluated and adjustments to their settings were made. On (B)(6) 2026, the physician reached out, stating that the patient's incision area had not healed completely, and the battery was poking out of the sides of the incision. There was no concern of infection. The patient experienced some occasional discomfort at the incision when their pants touch it. The patient also experiencing serious drainage occasionally and is still on course of antibiotics. On (B)(6) 2026, the lead was tunneled to the patient's right side where a new pocket was created. The impedances were checked during and after the surgery. After the procedure the patient's stimulation was turned back on and placed on same settings as before. The patient's prior pocket was washed out and closed. The patient is expected full recovery and there were no other issues or complications reported.

Event description:
It was reported that a patient contacted their representative on (B)(6) 2025, and mentioned they believed they were experiencing an infection. The patient went to the emergency room (ER) and was placed on antibiotics. The patient was advised to reach out to their implanting physician to have their device evaluated. On (B)(6) 2025, the clinic noted they had no concerns about the patient's incision healing. The patient was evaluated and adjustments to their settings were made. On (B)(6) 2026, the physician reached out, stating that the patient's incision area had not healed completely, and the battery was poking out of the sides of the incision. There was no concern of infection. The patient experienced some occasional discomfort at the incision when their pants touch it. The patient also experiencing serious drainage occasionally and is still on course of antibiotics. On (B)(6) 2026, the lead was tunneled to the patient's right side where a new pocket was created. The impedances were checked during and after the surgery. After the procedure the patient's stimulation was turned back on and placed on same settings as before. The patient's prior pocket was washed out and closed. The patient is expected full recovery and there were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.